Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose of 674 mg/dl. Customer¿s blood glucose value at time of incident was 327 mg/dl and current blood glucose value was 278 mg/dl. The customer experienced symptoms such as getting sick and vomiting. The customer was not wearing the insulin pump during the hospitalization. The insulin pump will not be returned for analysis.